Event description:
Contact lens wearer suffered an atypical microbial keratitis- possibly fusarium- which resolved with scarring over the course of 2 months. Treatment involved therapeutic superficial keratectomy and zymar antibiotics for 2 months. Cultures were not taken as the pt had been on antibiotics from the referring optometrist for a week prior to presentation. The contact lens case and contacts are avail if culture is desired.